Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text: see h.10.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being unable to deliver insulin/medication, and a case of product damage while still considered operable. The following information was provided by the initial reporter: complaining that drug didn't come out, the patient brought one product to our pharmacy. Our staff checked the product and found that there was no needle npe.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro experienced a case of being unable to deliver insulin/medication, and a case of product damage while still considered operable. The following information was provided by the initial reporter: complaining that drug didn't come out, the patient brought one product to our pharmacy. Our staff checked the product and found that there was no needle npe.